Manufacturer narrative:
One sample model 2477-0007 was returned for investigation. The set was examined for defects and abnormalities. The male luer was separated from the tubing. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. The root cause of separation between tubing and male luer is related to lack of solvent between components by the assembler due to not proper follow up to the standard work instruction. A quality alert was created on december 10th, 2025 by the quality engineer ¿ post market support and communicated by production supervisor to involved personnel to inform this failure mode and reinforce the correct follow up to the work instructions to build the sku 2477-0007 and the proper solvent application between components. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2477-0007 and lot# 25055534 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the tubing became disconnected from the ll or hub when the cap was removed.